Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11397. It was reported the pt had been experiencing intermittent stimulation since falling on a few occasions. An impedance check revealed an invalid contact. Reprogramming resolved the pt's issue. Follow-up revealed the pt is now experiencing overstimulation and the ipg is turning on/off by itself. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.